Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
The surgeon agreed to trial the trim-it spin pins for pip fusions. During the case, after he trimmed the pin and inserted it in the toe, he held it with an artery clip and activated the drill to break the pin. However, instead of the pin breaking at the break-off point, the pin broke at the point where the artery clip was holding it. This happened multiple times during the case.